Event description:
It was reported that "belt slip error" message occurred on the roller pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation in process, but not yet completed.